Manufacturer narrative:
Internal report # (B)(4) most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: customer applied blood to strip before inserting strip into meter. Customer satisfied. No replacement needed. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the strips are inserted into the meter. Customer stated she just purchased the meter. Customer stated the sample was erroneously applied to the strip first. The customer's expected fasting blood glucose test result range was undisclosed. The customer stated she was sweating and that it was possibly related to her diabetes. During the call on (B)(6)2017, a blood test was performed by the customer fasting and produced test result of 272 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) "017".